Event description:
Sorin group received a report that the cardioplegia data is not being transferred to the dms of the s5 system correctly. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to investigate. While the facility, the service rep downgraded the firmware version to match the other systems. Subsequent testing found the unit to be functioning properly and the unit was returned to service. The investigation is ongoing. A f/u report will be sent when the investigation is complete.